Event description:
Customer reported his adc blood glucose meter box was unsealed, appeared to have been tampered with and did not have test strips inside. Customer further reported he believed his sugar was high, but could not recall any specific symptoms. Paramedics were called and transported him to a local healthcare facility. Customer could not remember any treatment provided by the paramedics because he was "out", but was unable to verify if he had experienced a loss of consciousness. Customer was reportedly diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type, metronidazole 500 mg. Tablet (an antibiotic, amebicide, and antiprotozoal) and cipro (ciprofloxacin, a synthetic broad spectrum antimicrobial). Customer noted he was hospitalized from (B)(6) 2014. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This report is being sent as a final report. The complaint involved a missing component; hence there is no product to be returned for investigation. The test strip lot number is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.